Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported an issue with the pump display. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump. No product return is required for mmt-1884l.

Manufacturer narrative:
Powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement and self test. No blank display noted during testing. Unit functioning properly. No alarms noted during testing or during history download review. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Unit was received with scratched case. In conclusion, customer concern was not confirmed during testing. Unit powered up properly after battery installation and was tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.